Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (smoke and sparks / non-functional) was investigated. Upon evaluation, there was contamination on the battery board and throughout the unit. The cause of the inability to properly charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of battery pack (B)(4) and (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. As received, the battery packs would not charge or power a test monitor. Upon evaluation, the battery housing on (B)(4) was charred and the f1 fuse was blown in each battery pack. The cause of the non-functional battery packs is the blown fuses. The root cause of the blown fuses cannot be positively identified. The liquid contamination found in the charger could not be ruled out as a potential contributing cause of the blown fuses. No adverse event resulted from the defective battery charger or battery packs.

Event description:
A us distributor contacted zoll to report that "smoke and sparks began to shoot out" when a patient placed his depleted battery pack on the charger. In addition, the us distributor reported that neither battery pack would power on the patient's monitor charge.